Event description:
Per report received from switzerland, this 55-y-o patient with a 23mm sapien 3 valve implanted in aortic position (within a surgical edwards valve implanted 10 years and 2 month ago which had endocarditis one month after the implantation), underwent intervention for a valve-in-valve after an implant duration of 9 years and 4 months due to degeneration with severe restenosis of the valve. The patient was asymptomatic. A new 26m sapien 3 ultra resilia valve was implanted within the original s3 valve. The patient was noted as to be discharged. As per literature article, it was noted that during the implantation of the 23mm s3 valve within the surgical device, pvl was observed between the s3 valve and the surgical valve. The pvl was treated with a plug placed in the left coronary cusp outside the surgical suture ring, leaving only residual mild leak.

Manufacturer narrative:
This event was initially reported in manufacturing report number 2015691 2025 00571; however, it was later discovered in a literature article that this pvl occurred on a separate event date and is unrelated. Therefore, this event of pvl will be captured in this report. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The exact cause of the reported event was unable to be determined but may have been due to patient factors and/or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected d1 and d4.